Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that pacing failure occurred on the ventricle lead in which the pacing threshold increased to 2.8v x 0.4ms. Reoperation occurred to correct the positioning of this lead, but when the lead was attempted to be retracted the helix was unable to be retracted or extended. A different lead was used to complete this procedure. When the removed lead was observed outside of the body the helix appeared to contain a small piece of tissue which may have contributed to the helix issues. No further adverse patient effects have been reported. This lead is expected for return, however has not yet been received. Should updated information be provided a follow up report will be provided.